Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, noise was observed on the right ventricular lead. The patient would continue to be monitored.